Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding lioresal 500 mcg per ml at a dose of 500 mcg per day via an implantable pump. It was reported by the managing physician's nurse that the medication concentration was programmed at 50 mcg/ml instead of the expected 500 mcg per ml. Diagnostics/troubleshooting performed included the nurse going to the patient. The nurse interrogated the pump and changed the drug concentration to 500 mcg/ml and also adjusted the simple continuous infusion dose to the desired daily rate with the physician at the bedside. The issue was resolved at the time of the report. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that regarding the pump being programmed at 50 mcg/ml instead of 500 mcg/ml, the patient experienced somnolence and drowsiness. The clinician programmer was a samsung tablet with a software version of 2.0.3283.